Event description:
As reported, the customer unpacked the 3dmax light package, damage was found on the outer packaging which destroyed the sterile environment and could not be used. There was no reported patient involvement.

Manufacturer narrative:
As alleged, the 3dmax light outer package was found to be damaged, and the sterility of the device was compromised. The sample has been requested however, not returned. A photo has been provided of the product¿s inner sterile tyvek pouch. No damage can be seen in the photo as such review does not assist in determining root cause. No conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 696 units released for distribution in august 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.